Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a failure of the unit to switch ventilation when requested, during preuse checkout. There is no report of patient involvement.

Manufacturer narrative:
Additional information was received from the gefe that their was no fault found with the functionality of the bag/vent switch and control module. The manufacture date is 09/07/2007.